Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The device was received with no telemetry. Analysis performed indicated the device battery voltage was at end of life (eol). The device was cut open and high current drain on hybrid was noted. Further analysis was performed, and an integrated circuit anomaly was found to be the root cause of the high current drain and premature battery depletion.

Event description:
During a clinic follow-up, the device was unable to be interrogated using bluetooth (ble) telemetry. No intervention has been performed at this time. The patient was stable and will continue to be monitored.